Event description:
Reporting status; malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that during the first inflation, the balloon of the rx voyager ruptured at 10 atm. It was replaced with a nc mercury and the procedure was completed by implanting another company's stent. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, pt anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. Reportedly, the lesion treated in this procedure was heavily calcified, which could have contributed to mechanically damaging the surface of the balloon such that upon inflation the balloon ruptured. However, without a returned device for analysis a definite root cause cannot be determined.